Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that they had a unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting the return of the device. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was not received for evaluation. Reserve samples for this lot were visually examined and the solution volume and solution composition were tested with no abnormalities noted. Hemolysis testing was performed on the cationized and super cationized membranes from a typical hemolyzed lot with hemolysis found. The manufacturing and testing records were reviewed with no issues noted. The lot conformed to all specification. The pre-treatment process of cationization had been switched to another machine, affecting this lot. The lowest value of the average cationization levels became relatively high as the result of the establishment of the lower limit of the ¿average cationization levels,¿ which was established as a preventative action for leukocyte leakage. When aggregation is observed in the blood prior to filtration, the leuko reduction filter is likely to clog or filtration rate is likely to slow. The risk for development of blood aggregates ca decreased by agitating the blood during and at the end of blood collection, so that filter blockage can be prevented. Also, in order reduce the risk of slow blood flow, the bag should be agitated before the start of filtration to evenly disperse separated blood components. Root cause: a definitive root cause for this failure could not be determined. The following are possible root causes: it is possible that the high cationization levels of the filter is causing the hemolysis. The pre-treatment process for cationization was moved to another machine. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - filtration time is extended because the filter is likely to clog, and when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis. Corrective action:1)the pretreatment process of cationization has been moved back to the original machine.

Event description:
The disposable set was not returned to terumo bct for evaluation.